Manufacturer narrative:
Technical support (ts) reviewed logs and noticed no harware or software issues as causative factor. Ts consulted subject matter expert (sme) for advice. Sme noted that in low positive sample cases if the initial result is valid, this result should be reported. This due to nature of low amount of target rna present in sample and statistical chances of negative result upon repeat due to insufficient amplicon generation.

Event description:
Customer reported that during sars-cov-2 assay testing, wl: (B)(4), ml: 313391 they noticed negative results upon retesting samples. Customer retested low positive samples. Customer provided logs for review. Customer investigated contamination via environmental swabbing and found no issues over all impacted analyzers. Customer also performed cleaning procedures.